Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.4 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was placed and exhibited variable sensing. When connecting the lead to the device, large signals of noise were observed. Testing on the pacing systems analyzer confirmed noise even after adjusting sensitivity. The lead was removed and replaced; the lead was damaged to retain puncture. The patient was in stable condition.